Event description:
The customer reported that the pod clicked with a "strange sound" when the needle inserted at pot activation. After wearing the pod for over 36 hours, her blood glucose result at 1:45 am was 364 mg/dl, and she gave herself a 3u bolus. Thirty minutes later, her blood glucose was 380 mg/dl. She stated that the cannula window had crack, and there was blood in the cannula. She did not provide other blood glucose results.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle deployment issue or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.